Event description:
During a low anterior resection procedure, the device appeared to fire correctly. Upon putting the device trans annually, the distal staple line was not intact. Hand sewed to complete the case. No pt consequence.